Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t-wave oversensing was noted on ventricular channel. Programming changes were made and device remains implanted.